Manufacturer narrative:
Follow-up # 1 date of submission 10/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Moisture was visible through the display lens causing the screen to be distorted. Corrosion due to moisture was also observed in the pump battery compartment. A leak test was performed and a display lens leak and a battery compartment leak were found. The pump case was removed and corrosion due to moisture was visible. No damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed and no contamination was found under any key contacts; however, moisture was observed on the keypad flex connector.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that all the keypad buttons on their device had become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.